Event description:
It was reported that there was a malfunction resulting in sib failure. There was no patient involvement.

Manufacturer narrative:
A ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Manufacturer narrative:
Additional information was received that this complaint is no longer reportable due to updating reportability decision from reportable to not reportable as case details have revealed that the failure is monitoring only. Delivery, nor ventilation are affected.